Event description:
Bdc taipei has had four different acd-a reaction cases on trima in the past year. When conducting the investigation of the four events (MDR reference numbers 1722028-2011-00013, 00014, 00015, 00016) the customer informed caridianbct of two add'l pt reaction complaints. For this record the donor experienced diaphoresis and fainting. The donor was provided warm sugar water in response to the symptoms and recovered in 5 minutes.

Manufacturer narrative:
(B)(4). Field diagnostic/correction: the run data files were analyzed by a caridianbct performance team member and the trima system performed as intended. Nothing unusual was found with the ac infusion rate from this run. Trends for acd-a and/or vasovagal related donor reactions suggest that the event reported is random and isolated on a general basis. Investigation: a review of the mfg records was unable to be conducted by the complaint investigator in relation to this failure mode as no lot numbers were provided from the customer. As the rdf analysis demonstrates that the system performed as intended and the run was completed, it is unlikely that a disposable set mfg error with the disposable set was contributory to this event. Root cause: this disposable set was unavailable for specific root cause analysis, however, due to the rdf analysis results, trend data related to this type of donor reaction, and that this is a known potential donor reaction while using the trima system it is unlikely that this event was caused by a device malfunction. The direct root cause for this event is unk, but the procedure and donor condition were most likely contributory factors.